Manufacturer narrative:
Device analysis results: the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The lot number of the device and the patient's demographics were requested, but the site declined to provide the patient demographics. The site reportedly does not keep lot numbers of wires on file; the lot number could not be obtained. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for use in the obtuse marginal (om) and circumflex arteries (cx). Following oa treatment and stent placement in the cx, the patient experienced st elevation and a drop in blood pressure. No intervention was performed, and the patient was sent to the ICU. The patient complained of chest pain, and EKG changes were noted, and the patient was sent back to the cath lab. The physician examined the patient but found nothing abnormal; the stent was patent. The patient was sent back to the ICU. The patient coded. Echocardiogram revealed fluid in the chest cavity. The patient was sent back to the cath lab for a pericardiocentesis. During intervention, a perforation was identified in the distal segment of the om. The patient coded in the cath lab and expired.